Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.3, h.6 and h.11. Investigation: the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are punched out, laminated, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our in-house specifications. We received the leukocyte reduction filter and the primary bag (unit no. W0146 25 000050) on february 3, 2025, and conducted the following investigations. (2) investigation result of return set 1) we observed the return set but there were no occlusion or flattened points set in the tubing of the filter or bag. 2) the residue of blood in the filter and the bag was discharged onto a sieve (mesh size: 90 ¿m). No blood aggregates were observed in the blood discharged either from the filter or the bag. 3) normal saline was injected into the filter and we confirmed that it did not flowed through the filter. 4) an airtightness test (i.e. Leak test) was conducted on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. 5) we disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. 6) we dyed the filter media with toluidine blue*2 for observation. We noticed that the third through sixth filter membranes from the inlet side of the filter were dyed dark. To reduce the risk of developing occlusion by aggregation of blood components, it would be appreciated if you could consider: 1) to fully agitate the donation bag after collection to reduce the risk of formation of aggregation, and 2) to reduce the risk of slow blood flow, evenly disperse the separated blood components before the start of filtration. Root cause: in the investigations stated above, we observed the third through sixth filter membranes were entirely dyed dark; therefore, we infer the possibility that occlusion occurred due to the aggregation of white blood cells or platelets, or due to highly viscous blood. When occlusion occurs in the filter, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. For the lot number concerned, we did not observe any abnormalities in the manufacturing record or the testing and inspection record; therefore, we were not able to identify the specific cause of the occurrence of the issue.

Manufacturer narrative:
Investigation: the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are punched out, laminated, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our in-house specifications. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing; therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide a corrected donor unit # in b.5. Investigation: the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are punched out, laminated, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our in-house specifications. We received the leukocyte reduction filter and the primary bag (unit no. (B)(6)) on february 3, 2025, and conducted the following investigations. (2) investigation result of return set 1) we observed the return set but there were no occlusion or flattened points set in the tubing of the filter or bag. 2) the residue of blood in the filter and the bag was discharged onto a sieve (mesh size: 90 m). No blood aggregates were observed in the blood discharged either from the filter or the bag. 3) normal saline was injected into the filter and we confirmed that it did not flowed through the filter. 4) an airtightness test (i.e. Leak test) was conducted on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. 5) we disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. 6) we dyed the filter media with toluidine blue 2 for observation. We noticed that the third through sixth filter membranes from the inlet side of the filter were dyed dark. To reduce the risk of developing occlusion by aggregation of blood components, it would be appreciated if you could consider: 1) to fully agitate the donation bag after collection to reduce the risk of formation of aggregation, and 2) to reduce the risk of slow blood flow, evenly disperse the separated blood components before the start of filtration. Root cause: in the investigations stated above, we observed the third through sixth filter membranes were entirely dyed dark; therefore, we infer the possibility that occlusion occurred due to the aggregation of white blood cells or platelets, or due to highly viscous blood. When occlusion occurs in the filter, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. For the lot number concerned, we did not observe any abnormalities in the manufacturing record or the testing and inspection record; therefore, we were not able to identify the specific cause of the occurrence of the issue.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event.